Event description:
It was reported that the right atrial lead exhibited failure to capture. The right atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted shows dislodgement noted during revision.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.